Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: photo received for investigation, upon visual inspection it was possible to observe glue in the cannula. Possible root cause is associated with the assembly process. For the reported defect it is a related occurrence that occurred due to an excess application of epoxy resin through the applicator nozzle during the production process caused by operational failure during assembly. No corrective action is necessary at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that excessive epoxy was found on the base of the bd¿ precisionglide¿ needle. The following information was provided by the initial reporter: "needle base damaged. (White content)."